Event description:
It was reported that the user of hospital found there was lack of stimulation probe after unpacking in one emg tube and balloon of e ndotracheal tube leaked air during the preoperative anesthesia intubation ventilation test. No patient involved.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the device was returned in a large zip lock bag. The bag contained an open pouch with emg tube and electrodes in it. The pouch was open from 3 of 4 sides of the pouch. There was no contamination on the device and harness was wrapped in tape paper. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff was not inflated at all. The cuff was submerged under the water for leakage observation. As soon as cuff was submerged under the water, it was bubbling, and leakage was found. There was a puncture in the cuff at the proximal end of the cuff, which would result in the reported event. The puncture in the cuff measured approximately 0.122 inches. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.